Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is filed on august 15, 2019.

Manufacturer narrative:
This report is submitted november 1, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced magnet dislodgements due to impact and possible infection.